Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens split while inserting into the eye. Lens was removed with no pt injury. The incision was not widened and no sutures were needed. Another same model and size lens was implanted. Reporter stated lens tear was possibly due to loading error.